Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (BG) level was 600 mg/dL. The elevated BG was addressed by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.